Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis rationale: CAPA is not required.

Event description:
It was reported that prior to use foreign matter was discovered with a 5 ml bd plastipak¿ luer-slip syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: there is some kind of oil in the plunger.